Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately seven (7) years and eight (8) months, was explanted due to aortic stenosis secondary to pannus tissue growth. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 21mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿pannus tissue growth was observed, and it led to aortic stenosis. Leaflet calcification was observed with little or none¿. The patient status was reported as ¿recovered¿ at ICU.

Manufacturer narrative:
Evaluation summary: customer report of calcification, pannus tissue growth, and stenosis was confirmed. X-ray demonstrated minimal calcification and wireform intact. It was unable to be determined through visual observations if the calcification was located on the host tissue or leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2, creating a ring at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflets were thickened and swollen at the free margins near the commissures. Host tissue and thickened tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had three non-transmural cuts at the outflow aspect; two measuring 1.5mm, and one measuring 2.5mm. The wireform was exposed on commissure 1 at the outflow aspect. The sewing ring was cut at few locations around the ring, and one pledget remained attached near commissure 1. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There can be several root causes of leaflet immobility or leaflet restriction. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, it was determined that the root cause of this event was due to host pannus overgrowth as demonstrated in the device evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.